Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. Charger boards output voltages, and batteries storage voltages were tested. It was found 2 batteries were low on charges, batteries were ordered and replaced. After the batteries were replaced the system was tested and a rad gain, and fluoro gain calibrations were completed. System passed all testing and was put back into use. No parts were sent back to manufacturer so no evaluation could be completed. No further issues reported. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported to a field service engineer (fse) that the imaging system was giving a motion battery low message. There was no patient present when this issue was identified.